Event description:
It was reported that the rv capture threshold had increased and the r-wave amplitude had decreased. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.